Event description:
Customer reported that while he/she was at work on (B)(6) 2018 the adc freestyle libre sensor detached from the adhesive after 4 days of wear. Customer further reported he/she experienced a loss of consciousness and paramedics were called. Upon their arrival, paramedics treated the customer with oral glucose and a glucose injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The serial number provided was deemed invalid. Dhrs (device history reivew) for all fs libre sensor kits within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. A tripped trend review was completed for the reported complaint and fs libre sensors, and concluded that there were no product nonconformances. If the product is returned, the case will be re-opened and a physical investigation will be performed.d3city labeled for single use were incorrectly documented in the initial report.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that while he/she was at work on (B)(6) 2018, the adc freestyle libre sensor detached from the adhesive after 4 days of wear. Customer further reported he/she experienced a loss of consciousness and paramedics were called. Upon their arrival, paramedics treated the customer with oral glucose and a glucose injection. There was no report of death or permanent injury associated with this event.